Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The attune femoral impactor is broken.

Manufacturer narrative:
On june 28, 2016 upon evaluation of the device, the impactor is cracked (one piece), not broken as reported. The product was reported in error.